Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (5 mg/ml at 0.24 mg/day) and bupivacaine (4 mg/ml at 0.19 mg/day) via an implantable infusion pump. It was reported that the patient's pump was interrogated and it was noted that the pump had stalled. It was unknown if there were any external, environmental or patient factors which may have led or contributed to the issue. No patient symptoms were reported. The pump was replaced on (B)(6) 2019. The issue was considered resolved. The patient's status at the time of the report was alive - no injury. The patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the pump had stalled following a MRI. No further complications were reported.